Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced severe hypoglycemia while using the ilet system, with ems disconnecting the device during the event; the user had consumed orange juice and previously performed double meal announcements for tacos, and later reported that the cgm reading was approximately 50 mg/dl higher than fingerstick values. Symptoms included dizziness, sweating, and altered responsiveness, followed by nausea and diarrhea after treatment-related hyperglycemia. Outcomes included emergency medical intervention with intramuscular glucagon by ems, additional intravenous glucagon at the hospital, transient hyperglycemia up to 500 mg/dl, and subsequent home management with insulin injections until the user resumed ilet use. Investigation included a review of user-reported event details and device use context. Investigation of this case revealed that the cause of the hypoglycemia was unclear, with contributing factors possibly including over-announcement for a high-carbohydrate meal and cgm-fingerstick discordance. It was concluded that the event was user-impacting but not attributable to a confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.